Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to a hematoma. Should additional information be received, this file will be updated.

Manufacturer narrative:
A hematoma was observed following the implantation of this biotronik device. Therefore the ICD as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.